Manufacturer narrative:
The device was returned complete with hydraulic connector. There were no defects noted. Based on the information provided regarding the incident the instrument did not display functional deviations during use. Manufacturing records were reviewed and found to be according to specification valid at the time of production. Based on information provided as well as review of device, root cause of incident is likely user related, the surgeon chose the incorrect size. Corrective/preventive action is not required.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at original MFR.

Event description:
Country of complaint: (B)(6). Post op dislocation because intrusion of the ground plate in the vertebral body.